Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broke / separated after placement. The IV catheter broke off inside the child, but it was promptly and swiftly removed from the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample was not returned, the specific failure mode cannot be confirmed, and the usage condition of the sample is unknown, so the root cause of this complaint cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.